Event description:
Patient was admitted to the operating room on (B)(6) 2013, for vertigo-like symptoms, which were later diagnosed as inner-ear crystals. Patient was held for 48 hours for observation.

Manufacturer narrative:
X-rays show a pass lp sysstem on 8 levels, t10-s1, using polyaxial pedicle screws, standard connectors, offset connectors, short iliac connector angled left and crosslink. The x-rays provided do not show any failure of the hardward. The adverse event of vertigo is not reported as a complication in the publications and in medicrea adverse events data base. PMA 510k - k123138. B02013005 - nut. B02215545 - polyaxial pedicle screw, ø5.5 x 45mml. B02215550 - polyaxial pedicle screw, ø5.5 x 50mml. B02216540 - polyaxial pedicle screw, ø6.5 x 40mml. B02216545 - polyaxial pedicle screw, ø6.5 x 45mml. B02216550 - polyaxial pedicle screw, ø6.5 x 50mml. B02217590 - polyaxial iliac screw, ø7.5 x 90mml. B02236001 - standard connector for ø6mm rod. B02235040 - offset connector for ø6mm rod. B02266034 - crosslink for ø6mm rod, 22mm to 34mm length. B02236053 - short iliac connector angle left. B02235055 - short iliac connector. Not returned to manufacturer.